Event description:
It was reported that it is difficult to trigger the blockage alarm.

Manufacturer narrative:
The device was not evaluated due to no sample was returned for investigation. Investigation results: as of today, no device has been returned as it has since been confirmed that the issue was resolved at a local service centre. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range